Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft detachment occurred. The 90% stenosed lesion was located in the mildly calcified and mildly tortuous tibial artery. The sterling, 3.0 x 20mm balloon was advanced to the lesion and the monorail portion separated from proximal catheter shaft inside the artery . The physician used a snare to retrieve the device. The procedure was completed successfully with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.